Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion and infection. A surgical procedure was performed to remove all the components. No device issues and no additional patient complications were reported.